Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not inflating due to fluid loss from a hole in the tubing. A new inflatable penile prosthesis was implanted. No patient complications were reported.